Manufacturer narrative:
This is report 1 of 2 filed for retriever device used in the procedure.

Event description:
It was reported that post removal of the retriever (subject device) from the occluded mca-m1 segment, several small clots were seen in the aspiration catheter as well as the stent retriever and a residual posterior m3 division occlusion was observed. The physician attempted to advance a microcatheter over a guidewire to treat the occluded area; however, the microcatheter could not be tracked past the m1 segment. No further attempts was made to treat the residual m3 occlusion. A follow up run revealed a thrombolysis in cerebral infarction (tici) score of 2b. The physician then proceed to deploy a stent across the distal stenosed of the petrous segment to high cervical segment in order to treat the presenting dissection. An angio performed over the neck from the common carotid artery showed persistent narrowing with possible worse stenosis. The physician administered nitroglycerin to treat the vasospasm as the possible source of the narrowing of the vessel and balloon angioplasty was also performed to improve the vessel lumen diameter. The physician continued the procedure by deploying three additional stents. The patient tolerated the procedure well and no immediate complications occurred. The patient's nihss score improved to 6 and was sent to a rehabilitation facility for further treatment approximately six days post the index procedure.

Manufacturer narrative:
Patient code - corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, embolus is known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that post removal of the retriever (subject device) from the occluded mca-m1 segment, several small clots were seen in the aspiration catheter as well as the stent retriever and a residual posterior m3 division occlusion was observed. The physician attempted to advance a microcatheter over a guidewire to treat the occluded area; however, the microcatheter could not be tracked past the m1 segment. No further attempts was made to treat the residual m3 occlusion. A follow up run revealed a thrombolysis in cerebral infarction (tici) score of 2b. The physician then proceed to deploy a stent across the distal stenosed of the petrous segment to high cervical segment in order to treat the presenting dissection. An angio performed over the neck from the common carotid artery showed persistent narrowing with possible worse stenosis. The physician administered nitroglycerin to treat the vasospasm as the possible source of the narrowing of the vessel and balloon angioplasty was also performed to improve the vessel lumen diameter. The physician continued the procedure by deploying three additional stents. The patient tolerated the procedure well and no immediate complications occurred. The patient's nihss score improved to 6 and was sent to a rehabilitation facility for further treatment approximately six days post the index procedure.